Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image flare. The issue was found during set up / inspection for use (during set up in room / before patient in room) for a therapeutic procedure (laparoscopic surgery); the procedure was completed and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems like: open circuit, short circuit, signal loss; mechanical problems like: leakage/seal. These causes can occur between the camera head components without any design or manufacturing issue, that could cause image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.